Manufacturer narrative:
The subject device was received and evaluated at rrc hamburg olympus (B)(4) service center site. The fault/issue reported by the customer: "loose contact" was detected during the inspection. The cable is broken in the direction of the plug. This resulted in a picture failure. The cable must be replaced. Furthermore, it was determined that the adapter is worn at the stud bolts. As a result, the optics cannot be fixed properly and this can lead to the optics detaching from the adapter. Therefore, the adapter must also be replaced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Review of the product shipment record found no problem with the device. Based on the results of the investigation, it is probable that a communication failure occurred due to a partial disconnection of the cable, and the image was no longer displayed. It was presumed that the cable breakage was caused by user handling or deterioration. As stated on the IFU (instruction for use) the user manual states: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor complaints for this device.

Event description:
As reported, the device has loose contact, has image problem. The issue found during an unknown event. There is no patient involvement associated on this reported event. No user injury reported. Device return evaluation found faulty cable. A cable break at the connector was observed. The cable is broken in the direction of the plug resulted in a picture failure.